Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report . The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000153782.

Event description:
It was reported that the patient experienced ineffective therapy and the patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on contacts 1 through 8. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction: b5 - added that it is unknown which lead has high impedances. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is unknown which lead has high impedances.

Manufacturer narrative:
Correction: d4 device information has been updated. The serial number should have been (B)(6) rather than (B)(6). The lot number should have been a000153782 rather than a000152505. The expiration date should have been feb 15, 2026, rather than jan 18, 2026. The UDI should have been (B)(4) rather than (B)(4). Correction: a4 - the patient weight should have been 180 pounds rather than 160 pounds. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025, wherein the left lead was replaced to address the issue.